Event description:
The customer reported that a fracture was observed between the butterfly and beginning of the catheter. The catheter removed. No other information is able to be obtained as the event was reported anonymously to anvisa in brazil.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.